Event description:
It was reported that phaco signature pro had an initial problem with the opo71 cassette and was not working properly. The cassette was then changed to the opo73, where the surgery was started correctly. Prime and tuned ok and during the first surgery the phaco showed a lot of surges, rupturing the capsule and requiring intervention with vitrectomy. Lens was implanted and doctor will monitor and evaluate progress in postop. No additional information has been provided.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section e1 telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: h4: in initial report, the manufacturer date provided was inadvertently reported as jan 9, 2019, however the correct date is jan 23, 2019. Additional information: device evaluation: during the evaluation, errors 149 and 503 were identified, caused by a defect in part solenoid/str gauge. Therefore, it was necessary to replace it. After replacing the part, all tests were successfully conducted. Additionally, preventive maintenance was also carried out. System is performing to specifications. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.